Event description:
It was reported that upon implantation of an intraocular lens (iol) in the eye, the surgeon observed a crack at the optic-haptic junction. The incision was enlarged, the damaged iol was removed, and a replacement lens was implanted. According to the surgeon, the patient experienced significant postoperative corneal edema, which was attributed to the extended surgical time and additional tissue manipulation required for lens removal and replacement. In the surgeon's opinion, the most like cause of the event was the lens itself, noting that the technician did not notice any issues during lens loading. Additional information was requested but not received.

Manufacturer narrative:
Although requested, the device is not available for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.